Event description:
It was reported that the patient presented to the hospital for a generator replacement procedure. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes and the lead exhibited low pacing impedance measurements. The lead was explanted and replaced. The patient was stable throughout the procedure.